Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the customer successfully loaded a new cartridge to address the issue. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence.the customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 107 mg/dl.